Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, (B)(4) complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device had validation code issue. A technical support specialist advised the client to contact the pharmacy for a cubie removal label to return the broken cubie. The client also contacted the facility's information technology department to resolve the slow internet connection affecting the cabinet. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower had validation code was not working for morphine conc *20mg/ml. Cabinet likely had a network connection issue as the code provided by the pharmacy was 14 which looked to be correct on the patient profile. However, the mql database was showing red meaning sync was not connected. Lmi was showing online, but the user could not connect. However, cubie lid wouldn't pop open, so the user had to break the lid to retrieve the last tab. There were no adverse events or injuries reported based on this incident.